Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to unauthorized repair and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the motor on the compact air drive device was blocked internally, showed wear and tear and damage of internal components and intervention by unauthorized personnel. During service and evaluation, it was observed that the device motor was blocked, seized, and rough running. It was further noted that the device failed pre-repair diagnostic tests for status of development, general condition, check the attachment coupling, check reverse locking mechanism, check for air leak, function of the soft mode switch (safety), function of the triggers for fwd / rev mode, untrue running, excessive noise, the power with test bench, and starting behavior. It was not reported that the event occurred during a surgical procedure. It was reported that there was no delay to a scheduled surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.